Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the batteries of the device are overheating. There is no reported patient involvement.